Event description:
Customer reports the softclix plus lance (lot number unknown) will not retract. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the softclix plus lancet.